Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative, after diverse suturing technique was used, the device's thread broke.